Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the large hem-o-lok clip applier would not hold the clip. A fragment fell inside of the patient but it is unknown if it was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) obtained the following information: the instrument was inspected prior to use and there was no damage or anything out of the ordinary. The problem was identified during the procedure. The incident occurred prior to clip application while the instrument was in the patient. The specific issue the surgeon experienced was that the clip fell off the instrument; the issue was not related to the clip applier jaws remaining static, unexpected motion, unsuccessful clip application, or the clip opening after closure. The type of clips used with the clip applier instrument was hem-o-lok l fa. Teleflex, and the size of the clip used on the vessel or structure was the same. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU). The subject clip applier had been used one time during the case when the incident occurred. The issue was resolved by using a new clip applier. There was a delay in the procedure of 3 minutes. No photos and/or videos of this event were available for isi review.

Manufacturer narrative:
The large hem-o-lok clip applier instrument has not been received for failure analysis evaluation.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Additional information: further follow-up investigation clarified that no clips were retrieved during the procedure and no additional procedures were required to remove any clips. Device evaluation: intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument to perform failure analysis. The instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument jaws opened and closed properly. The clip test was done three times in different positions and passed each time. The instrument was fully functional. No product issue was found.

Event description:
Refer to h11 for follow-up information.